Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and baclofen via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had an appointment 2 weeks before, for the pump to be filled but their healthcare provider stated that their machine malfunctioned, so they rescheduled the refill for 2 weeks later. The day before yesterday the patient went in for the pump refill. The patient verified that the pump was not dry but there was a little less than 2 cc's left in the pump. Per the patient, they told them that the pump stalled and restarted. Their healthcare provider asked them if they had an MRI, and they told them no that they had an ultrasound in the last 30 days and they said that would not cause the pump to stall. The patient also stated that when they went to look at the log to see what day and time the pump had stalled it was not on the log, so they thought it was a false notification. The healthcare provider told the patient that they would call medtronic the next day. Yesterday, the patient heard the low reservoir alarm, and they finally got through to them and they wanted the patient to go into the office tomorrow for them to interrogate the pump. Additional information was received on april 7, 2025, from a healthcare provider via a company representative who reported that the patient¿s pump was refilled last week, and the patient was back in today stating that the pump was alarming. Per the caller, they did have an alert last week for a motor stall and recovery and the pump had reached the low reservoir status at that time. The agent reviewed information around concurrent alarms and reviewed how to silence the current audible alarm. It was noted that the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.